Event description:
User reports water leaking from underneath the analyzer and into the walk area, adding water was about 1 foot when discovered at approximately 2:45p. User said their field service representative was in earlier to perform a pm on the instrument and left prior to the leak issue. They have run about 5 to 6 patient samples since service left and do not have any problem with results generated. Operator was not harmed and no patients were adversely affected.

Manufacturer narrative:
The field service representative determined the drain line was misadjusted; not in drain as the cause, and re-connected drain line to drain. Verified analyzer performance by performing system primes with no further leaks.